Manufacturer narrative:
Correction to h8 field - updated to initial use of device. The high resolution stereo viewer (hrsv) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no related issues were found that would relate to the complaint. The unit was installed onto the golden system, upon turning on the system, the hrsv monitor had an image display. However, upon checking the error logs, error 119 was found. The system ran 10 power cycles, but the unit was functioning as expected. This unit found to be intermittent. As of these findings, the hrsv monitor being intermittent is the root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The pmsc (personality module surgeon console) was returned for fa was not able to confirm nor reproduce. In system logs, no data was found to indicate that the fault had occurred in the field. Visual inspection, no issues were found that is related to the report issue. The pmsc was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. Video test passed: good video on both eyes with no anomalies. The probable root cause of the customer-reported event according to findings from failure analysis may be attributed to electrical and fiberoptic defects of the high-resolution stereo viewer monitor.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye vision was lost on the second surgeon side console (ssc). This problem had occurred three times. The system initially started up with vision in both eyes, but the right eye vision was lost after a few hours of use. The customer attempted troubleshooting by checking and swapping the blue fiber cables and rebooting the system, which temporarily resolved the issue, but the problem reoccurred. At this time, it is unknown how the procedure was completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue but still replaced the high resolution stereo viewer (hrsv) and the personality module surgeon console (pmsc) module. The system was tested and verified as ready for use. As of the date of this report, the pmsc and the hrsv has not yet been received by intuitive surgical, inc. (Isi) for evaluation.